Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon attempt to update the cybersecurity firmware, the implantable cardioverter defibrillator went into backup vvi. The patient reported feeling muscle stimulation that could visibly be seen in clinic. The device was reset successfully but the cybersecurity update was not completed. The patient was stable.